Event description:
It was reported that the fiber "broke during case - a few inches from the little white knob." The procedure was completed utilizing a second fiber. Patient outcome: "no injury" to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on output window; the fiber is broken within the outer flow tubing at 5 cm from control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure are: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.